Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported air in line. A review of the event history log identified air in line alarms but was not able to reproduced the alarm during evaluation. Evaluation found the fluid numbers to be out of specification and continuity across the ultrasonic crystal flex tail pins, causing the reported issue. The upstream sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a air in line and out of calibration. There was no patient involvement associated with this event. No additional information is available.